Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo shows a pack label with same product and lot number as reported. The returned sample was found to be visually conforming, therefore cannula of vitrectomy set broke as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was visually conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that cannula of vitrectomy set was broke during surgery. The pack was replaced and the surgery continued. There was no complications for the patient.